Event description:
Pharmacy cannot download the meter because the lcd is "messed up". A review of the system was conducted over the phone. This review indicated that segments were missing from display. The customer was asked to return the meter for further eval. And a replacement was provided.